Event description:
It was reported that there was a spontaneous extrusion of the catheter cuff.

Manufacturer narrative:
Record review. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Each patient has a different reaction to an implanted foreign body and tissue ingrowth related to the reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy.